Event description:
During surgery, when connected to the brand new sensor, the sureshot screen indicated "probe sensor is broken, please exchange probe". No backup device, then the surgeon manually targeted with cb guidance. So the surgery time extended 1 hour.